Event description:
Info obtained from the field investigation and facility indicates a nurse was changing the sheets on the bed and got a foot entangled in the siderail. Nurse fell causing a spiral fracture of the right leg. Bed position low, with the siderails stored and tucked under the sleep surface.